Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter was used in a ureteroscopy procedure (date unavailable) on a patient of unknown age and sex. According to the complainant, during the procedure, the axxcess ureteral catheter was inserted into the patient and positioned within the ureter. However, at this time, it was noticed that the catheter was torn approximately midway down its length. The catheter was removed from the patient in one piece; no part of the device detached inside of the patient. Once outside of the patient, the catheter separated into two pieces. It was unknown how the procedure was completed. There were no consequences or impact to the patient and the condition of the patient following the procedure was reported as fine. Requests for additional information have been unsuccessful.

Manufacturer narrative:
The returned device contained the upn and lot number for the single packaged device. A visual and tactile examination revealed that the catheter was torn in two pieces. The tear in the catheter was found to be 28.4 centimeters from the distal end of the device. The tear was slightly jagged and angled. The catheter body just distal to the tear was found to be deformed slightly indicating that it had been stretched. A functional evaluation found that an 0.035 inch guidewire could be passed through the device without issue. The outer diameter of the catheter was measured and found to be 0.0785 inches, which is within the manufacturing specification of 0.079 +/- 0.002 inches. The inner diameter of the catheter was measured and found to be 0.055 inches, which is within the manufacturing specification of 0.055 +/- 0.002 inches.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter was used in a ureteroscopy procedure (date unavailable) on a patient of unknown age and sex. According to the complainant, during the procedure, the axxcess ureteral catheter was inserted into the patient and positioned within the ureter. However, at this time, it was noticed that the catheter was torn approximately midway down its length. The catheter was removed from the patient in one piece; no part of the device detached inside of the patient. Once outside of the patient, the catheter separated into two pieces. It was unknown how the procedure was completed. There were no consequences or impact to the patient and the condition of the patient following the procedure was reported as fine. Requests for additional information have been unsuccessful.